Manufacturer narrative:
(B)(4). Evaluation, results/conclusion: (aortic neck angulation).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The aortic neck had some angulation (exact amount is unknown). It was reported that after the anchor pins were released and recaptured the spindle, while moving the top end downwards, the spindle got caught in the top end supra renal fixation and dislodged the pin slightly due to the aortic neck angulation. The physician slowly and steadily rotated the device and was able to remove the system successfully. The physician modeled the stent graft with a reliant balloon; however, the balloon inflated partially outside of the proximal end of the stent graft to move the supra renal fixation back into place. Outcome was no endoleaks and no other issues. No additional clinical sequelae were reported and the patient is fine.